Event description:
It was reported that the pump's touchscreen was unresponsive and frozen, preventing the customer from interacting with it. There was no reported impact on the customer's blood glucose level due to this issue. The customer initially attempted troubleshooting steps provided by technical support but was unable to reset the pump as she was out of insulin and needed to consult her healthcare provider. Despite escalating the troubleshooting, the issue persisted, leading to a replacement of the pump being sent by technical support. The customer was guided through the process of returning the problematic pump using a prepaid label and informed about the procedures for setting up and handling the replacement pump. Technical support ensured the customer understood the actions needed and instructed her on putting the original pump into storage mode before returning it.